Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient was suspected of cerebrospinal fluid during the permanent implant procedure. The patient was experiencing pain postoperatively. It was also noted that the patient had some weakness in the right leg. The patient underwent an explant procedure wherein the whole system was explanted. The patient was still in the hospital and was not able to move the legs but could wiggle the toes. Computerized tomography myelogram was done and the testing showed no hematoma. All explanted devices were not be returned to boston scientific.